Event description:
Healthcare professional reported "rupture" confirmed by MRI. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h.6.

Event description:
Healthcare professional reported "rupture" confirmed by MRI. This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "rupture". Healthcare professional reported later separation of the radial folds by silicone. This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and crease/folding of implant was received on (B)(6) 2026, with lot number 3465675. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as surgical damage and broken device through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ crease/folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.